Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under this MDR. Device 2 is being reported under MDR 2247858-2018-00158.

Event description:
"Physician's nurse reported on (B)(6) 2018 that patient had expired post relay implant (between 5 and 12 days post) from aortic rupture. Patient had undergone surgical open repair of ascending and transverse aortic arch, and a surgically attached stent graft in the proximal descending thoracic aorta prior to the relay implantation".